Manufacturer narrative:
An event of bleeding from the right femoral access was reported. Information from the field indicated that the bleeding occurred after the implant, during the night. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that there was no allegation of malfunction of the device. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - vantage. (B)(6). It was reported that a on (B)(6) 2023, a 23mm navitor valve was implanted in a patient using a 19f flexnav delivery system, clinical. Post implant on (B)(6) 2023, right femoral access bleeding and hematoma manual compression was applied. It was also the patient had a hypotension episode that improved after the administration of 500 ml of saline fluid. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2984 - 783 (r804370201, r804370701). It was reported that a on (B)(6) 2023, a 23mm navitor valve was implanted in a patient using a 19f flexnav delivery system, clinical. Post implant on (B)(6) 2023, right femoral access bleeding and hematoma manual compression was applied. It was also the patient had a hypotension episode that improved after the administration of 500 ml of saline fluid. The patient is stable.